Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure. The explanted ipg and leads were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7076458 / 7080817 / 7081756 / 7083828.

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure. The explanted ipg and leads were not returned.